Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient underwent a shunt percutaneous transluminal angioplasty. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation and was initially inflated at 8 atmospheres for 30 seconds. However, during the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
D4: lot number updated. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient underwent a shunt percutaneous transluminal angioplasty. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation and was initially inflated at 8 atmospheres for 30 seconds. However, during the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications, and the patient was in good condition after the procedure.